Event description:
It was reported that the pump display appeared dark with shattered-looking led lights in the background, affecting the ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump, and the customer was informed about using multiple daily injections as a backup therapy.